Event description:
It was reported the patient experienced a lack of therapeutic effect. The patient was admitted to the hospital with back pain. Hospital staff indicated the stimulator was not working. Additional information has been requested. Additional information indicated the patient had five percent battery life remaining on the ins. The patient was being treated for heart issues and has had two defibrillations with a potential third coming up. The device settings, impedance values, and length of time the ins has been at low status were unknown. The ins was planning to be replaced as soon as the patient had their cardiac issues addressed.

Manufacturer narrative:
(B)(4)